Event description:
Medtronic received a report that 5 echelon catheters were rejected (same lot, same problem). The physician threw away one piece as it broke. There are 2 more broken pieces that were stuck during the procedure and could not be returned. Two pieces were unused but coming from the same lot. The physician would not use them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion characteristics were aci dx. A. Choroidal artery 2,0 mm, wide neck ane urysm. Vessel tortuosity was minimal. The patient is recovering from the procedure with moderate neurological deficit because of severe vasospasm. The patient did not experience any symptoms related to the catheter break/resistance. Procedural / post-procedural imaging (CT ,angio, etc.) Is available. The device and any accessories were prepared as indicated in the IFU. The procedure was completed by parent artery stenting and aneurysm embolization with another microcatheter. The suspected cause was some manufacturing defect of microcatheter hub.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the echelon-14 total length was measured to be ~155.5cm. The echelon-14 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-14 hub, body or distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. The echelon-14 micro catheter was flushed; water exited from the distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-14 micro catheter hub; subsequently through the inner lumen and exited distal tip without issue. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. No damages were found with the returned echelon-14 micro catheter that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. The model and lot numbers for the unknown ancillary device used during the event were not provided; therefore, compatibility could not be assessed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed as no damages were found with the echelon-14 micro catheters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient recovered from their neurological deficit with some mild/moderate neurological deficit. It was noted that the cause of the spasm was due to the subarachnoid hemorrhage (sah). It was reported that the neurological deficit/severe spasm was not caused by or related to the medtronic device or procedure. The treatment for the spasm was intra-arterial nimodipine, intravenous nimodipine and other conservative treatment in the ICU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.